Event description:
The device was returned to routine service unrelated to the reportable malfunction. There was no reported patient harm. During the repair evaluation, it was discovered the alarm intermittently would not sound during the diagnostic self check on start-up. Malfunction detected on technician's bench, no patient involvement.